Manufacturer narrative:
A component of the system, case recordings have been received and are currently under evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to possible general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the system only recognized one lung; however the patient never had a pneumonectomy or any other surgical procedure. The physician was unable to complete the superdimension portion of the case. It is unknown if the patient was under general anesthesia. There was no injury to the patient.

Manufacturer narrative:
The evaluation showed both CT cans contained upper body anatomy (vocal cords, throat and mouth) and is not an entire chest scan as recommended by the user manual. Also, the CT scan had incompatible image type. No problem with the system was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The evaluation showed both CT cans contained upper body anatomy (vocal cords, throat and mouth) and is not an entire chest scan as recommended by the user manual. Also, the CT scan had incompatible image type. No problem with the system was found. If information is provided in the future, a supplemental report will be issued.